Manufacturer narrative:
For this incident, the customer site did not provide additional information about patient after several attempts to contact them. Treatment parameters were not within clinical guidelines. The laser device was evaluated and found to be operating correctly/within specification. Since the incident involves patient scarring, this is reportable.

Event description:
Patient experienced scarring from a tattoo removal laser treatment.